Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube and the temperature sensor were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that a loud pop was heard from the tube during a procedure and an overload fault error message was displayed on the control panel. This error likely caused the system to shut down. There is no report of pt injury.